Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07715. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device & delivery system was advanced through a watchman access system. The closure device was deployed in the laa; however, it was too small for the laa. The physician had difficulty recapturing the closure device. It was eventually recaptured and removed. The closure device was exchanged for a larger size (30mm) which was used with the same access system to complete the procedure. There were no patient complications and the patient's condition is stable.